Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation contaminated with blood. Visual inspection revealed a pin hole in the tube near the lower y-site. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard solution administration set had a leak at the injection hub. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.